Manufacturer narrative:
The universal surgical manipulator (usm) was confirmed to have errors 1126/31226 via logs and replicated during in-house testing. The usm was tested on in-house system in normal mode where it was noticed to have misaligned rolling loop. The usm passed all tests with low rolling loop fiber readings. As a fix the rolling low assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, error 319 occurred on universal surgical manipulator (usm) 4. The customer attempted to power cycle the system and the error returned on startup. The customer indicated they could use 3 usm's but usm 4 was in the way. The intuitive surgical, inc. (Isi) technical support engineer (tse) provided guidance to reposition usm 4 while disabled and advised of system behavior with a disabled manipulator. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the three remaining universal surgical manipulators (usm). There was no complication to the patient.